Event description:
It was reported that the shutter failed during a lithotripsy procedure and the procedure was not completed due to this event. Patient outcome reported as stable.

Manufacturer narrative:
A review of the device history record for the reported stonelight laser confirmed that the device met all material, assembly and performance specifications. As of today, the above referenced product has not been returned; therefore, no physical or visual analysis of the product could be performed thus the cause cannot be established. Based on the information available, the user was able to complete the procedure with another laser without impact to patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the shutter failed during a lithotripsy procedure and the procedure was completed with another laser. Patient outcome reported as stable.